Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing in the form of electromagnetic interference was observed on the cardiac resynchronization therapy defibrillator's (crt-d) right atrial channel. It was noted that the patient was in an ungrounded swimming pool during most of the episodes. The clinician was advised that reprogramming could not alleviate interference from an external source. The crt-d remains in use. No patient complications have been reported as a result of this event.